Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-52 lead, implanted (B)(6)2015. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room due to being lethargic. It was found that the capture management on the device did not adjust outputs on the right ventricular lead. The device was reprogrammed and remains in use. No further patientcomplications have been reported as a result of this event.